Event description:
On march 12, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the error 4 message. The senior medical affairs specialist mailed a letter on march 14, 2006 since the patient could not be reached by telephone. The patient reported feeling light headed and shaky at the time of concern. The patient reported obtaining error 4 messages with retests. It is unknown how long the patient had been unable to obtain a blood glucose result. According to the owner's manual, the error message would indicate that tha patient may have had elevated blood glucose levels and may have tested in an enviroment near the low end of the system's operating temperature range. The error message could have also appeared if the test strips were damaged, moved during testing, or the sample was improperly applied. She alleged needing assistance from a non medical professional; however, no treatment was received and apparently testing was not performed on any other device. The customercare advocate (cca) verified that the approximate room temperature when the reading was taken was normal/within range, the correct testing technique was being used, and the test strips were in good condition. The cca walked the patient through a retest and the error 4 message was prompted. The meter, test strips, and control solution were replaced.